Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the customer's allegation. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The fse replaced the speaker. The device was operational after repairs were completed and remained at the customer's site.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating it gives inop message, speaker defective, no sound from speaker. The device was not in use on a patient at the time of the event, there was no patient involvement.